Manufacturer narrative:
The status of the hydrus microstent is unknown at this time but is presumed to be in-situ. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Inflammation and explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent hydrus microstent implantation on an unknown date with a surgeon still in the process of completing training. The surgeon reported post-operative inflammation and is considering explantation. No other details pertaining to this case are known at this time.

Event description:
Addtional information was received from the surgeon. The surgeon reported the device was not associated with inflammation and reported no other clinical sequelae but opted to reposition the hydrus microstent because it was not "sitting properly" within schlemm's canal. The patient was doing well. Additional information was requested but not provided.

Manufacturer narrative:
Correction section h1 type of reportable event changed to malfunction. Section h6 health effect - clinical code 1932 removed and changed to 4582. Health effect - impact code 4621 removed and changed to 4628. The hydrus microstent remains in-situ. No further information was provided. Microstent malposition and secondary surgical intervention for repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).